Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7061018.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling pain even when the spinal cord stimulator (scs) device was turned off. All device components were explanted and will not be returned.